Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a26 with android operating system version 15, application version 2.12.1.11476. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as accelerated breathing, "eyes wide open, opened all the shutters in the house", and bit their tongue. The emergency services were called and the customer was transported to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) and received unspecified examinations and a blood glucose reading of 55 mg/dl obtained on an unspecified blood glucose device. The customer then received hcp administration of 2 glasses of orange juice and a glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing low alarm. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(Sensor): the reported product is not expected to be returned as the reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. (Software): an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing low glucose alarms with the reported application. Per the compatibility guide, use of the samsung a26 android operating system version 15 is incompatible with the reported application software version 2.12.1.11476. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung a26 with android operating system version 15, application version 2.12.1.11476. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as accelerated breathing, "eyes wide open, opened all the shutters in the house", and bit their tongue. The emergency services were called and the customer was transported to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) and received unspecified examinations and a blood glucose reading of 55 mg/dl obtained on an unspecified blood glucose device. The customer then received hcp administration of 2 glasses of orange juice and a glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.